Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af283 with lot number 53277, were returned and analyzed. The data files showed at least 20 applications were performed with the returned balloon catheter on the date of the event and system notices (B)(4) ¿the pressure is low in the system¿ and (B)(4) ¿the safety system has detected fluid in the catheter and stopped the injection¿ were confirmed in different applications. The data files also showed that at least 9 applications were performed with a different unreturned balloon catheter on the date of the event without any issues. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. The catheter failed the performance test due to triggering of system notice #(B)(4) ¿the safety system has detected fluid in the catheter and stopped the injection¿. Dissection / pressure testing showed guide wire lumen kink and breach 1.02 inches from the tip of the catheter. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a case was completed, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.